Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.75 mm balloon ruptured at six atms. The patient ws asympotomatic during this event. Details regarding the lesion being treated are not known. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'